Event description:
It was found during testing that a pump was alarming for "unload from guide #2." There was no patient involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom "unload from guide 2" was confirmed and reproduced. It was caused by a failed upstream sensor. The upstream sensor was found to have loose alignment guide pins. As a result, the upstream sensor was replaced.